Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that during a post-operative pain management infusion, with variable rates ranging between 10 and 15 ml/hour, it was found that the epidural tubing was leaking at the male luer connection site to the pca 60ml syringe. The tubing set was changed and the new epidural tubing set began to leak. The second tubing set was replaced and there were no other reports of complications. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the epidural tubing leaked from the male luer connection (tubing to hub) was confirmed. Initial visual inspection showed no anomalies. Observation under magnification revealed some solvent anomalies that seemed more evident along the area of the yellow stripe of the microbore tubing. During functional testing a leak was observed at the engagement of the tubing to male luer adapter. The root cause of the customer's report could not be identified.

Event description:
The customer reported that during a post-operative pain management infusion, with variable rates ranging between 10 and 15 ml/hour, it was found that the epidural tubing was leaking at the male luer connection site to the pca 60ml syringe. The tubing set was changed and the new epidural tubing set began to leak. The second tubing set was replaced and there were no other reports of complications. There was no patient harm.